Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be performed since there was no lot number provided. Potential causes for difficulty recovering the filter resulting in separation include, but are not limited to, anatomical conditions, interaction with associated devices or large embolic load. In this case, it is likely that the there was a large embolic load in the filter preventing it from collapsing in the recovery catheter, and when force was applied to collapse the filter, the filter separated. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The investigation determined that the reported difficulties and additional treatments appear to be related to circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav 6 embolic protection system was advanced to the superficial femoral artery, heavily calcified lesion. Atherectomy was performed using a viper catheter and the filter basket filled with plaque. During filter retrieval, significant resistance was met as the basket was filled with plaque. The filter was unable to be retrieved into the retrieval catheter. All was attempted to be removed as a single unit when the filter basket separated into the tissue track. Forceps were used to remove the separated filter from the groin area. There was no adverse patient sequela and no clinically significant delay. There was no additional information provided regarding this issue.